Manufacturer narrative:
External insulation abrasion was noted at 20.2-20.36cm from the distal tip, breaching the outer insulation and exposing the outer coil due to lead friction to the device can. This is consistent with the observation from the field of noise and low lead impedance. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the physician suspected clavicular crush at the time of explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed that the atrial lead exhibited a decreased in impedance and noise resulting in inappropriate auto mode switch episodes. The lead was explanted and replaced on (B)(6) 2020. The patient was stable post-procedure.